Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review of the performance data indicates that a sensor session started at 3:27 pm on (B)(6) 2025. The session lasted about five minutes before failing with an algorithm detected failure. The next sensor session didn¿t not start until 7:00 pm on (B)(6) 2025. The probable cause of the customer¿s allegation was undetermined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025 at 11:00 pm, the patient checked his blood sugar using a glucose meter because his dexcom device had stopped functioning. It only displayed the ¿start new sensor¿ message. Upon testing with a finger stick, he discovered his blood sugar was nearly 500 mg/dl. The patient didn't mention what his symptoms were when bg meter showed 500 mg/dl. He decided to go to bed but thought but thought of taking a small bolus with the syringe he had. He then used the syringe to draw insulin from a cartridge, thinking he was administering a small dose. However, this caused a sharp drop in his blood sugar, leading to hypoglycemia. The patient lost consciousness and is unsure how long he was unconscious. When he regained awareness, he saw his wife, a neighbor, and two emergency medical technicians (emts) present. He couldn¿t recall the blood glucose reading taken by the emts nor the cgm readings when the emt arrived. He was transported to the hospital where the doctor treated him and diagnosed hypoglycemia. Medical records show he underwent a cbc (complete blood count) test and was administered potassium chloride and a "cr" tablet. The patient was discharged at 8:00 am ((B)(6) 2025) after his blood sugar levels had stabilized. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.